Event description:
The customer stated that he was hospitalized with diabetic ketoacidosis and a blood glucose reading of 520 mg/dl. The customer changed the infusion set twice, but the high blood glucose levels continued. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump did not pass the prime test, but passed the high pressure test. The customer did not feel comfortable using the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused, or contributed to the event. The device has been returned. But not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.